Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 4 reports. Other mfg report numbers: 3014334038-2024-00051 3006697299-2024-00031 3013886523-2024-00073 a facility reported a cerelink monitor displayed an error message (failure sensor and extension): "monitor and cables were exchanged and this issue reappeared. Medical staff switched it off and on again after 3 minutes. They changed the cables and then the monitor but nothing worked. They removed the patient's icp. The patient was in intensive care today. Integra account manager visited the hospital and she tested the monitor with the patient's catheter and a new catheter. Everything worked perfectly. She then connected the cerelink to the patient monitor. After a few minutes, the monitor displayed the error message with the 2 probes. Bedside monitor : spacelabs 91393 xprezzon integra account manager tested the monitor in the patient's room and then tried it in another room with the same monitor and a different scope, and the error also appeared. When the monitor was turned off each time and then on again, it started up again and then went into alarm again. This is not a regular occurrence. The test was carried out with the same monitor, the same cable and 2 different fibres with 2 different scopes."

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor was returned for evaluation: DHR - lot 6485649 sn (B)(6), conformed to the specifications when released to stock failure analysis - the supplier was unable to confirm the complaint: catheter kinked 18cm from connector and mashed 12cm from distal end (photos), internal wires damaged from kink (x-ray), icp express read 542 ; cerelink monitor was acceptable, the device failed leakage test, drift offscale and output of sensor was found to be no longer balanced. Root cause - the issue reported by the customer could not be confirmed. The possible root cause for this issue could be due to ¿excessive pressure applied to product¿. However, based on his report, the supplier could determine the cause of the issue to be mishandling.